Manufacturer narrative:
See manufacturer report # 2029214-2021-00465 for the solitaire device related to this article. If information is provided in the future, a supplemental report will be issued.

Event description:
Khanna o, mouchtouris n, sweid a, et al. Transradial approach for acute stroke intervention: technical procedure and clinical outcomes. Stroke and vascular neurology. 2019;5(1):103-106. Doi:10.1136/svn-2019-000263. Medtronic literature review found a report of patient complications in association with thrombectomy procedures using a transradial approach. The thrombectomy itself can be performed via a range of devices available, including solitaire stent-retrieve (medtronic), riptide aspiration system (medtronic), penumbra system (penumbra), and embotrap (cerenovus). The purpose of this article was to retrospectively review outcomes in thrombectomy patients undergoing acute stroke interventions via transradial access. A total of 15 consecutive patients were included in the study (9 males and 6 females), and all patients were able to successfully undergo mechanical thrombectomy via radial artery access. The mean age was 72 years old (range: 59¿90). The article does not state any technical issues during use of the solitaire or riptide devices. The following intra- or post-procedural outcomes were noted: - 2 patients (13%) died during their hospitalization. - one patient incurred an iatrogenic vessel dissection during the procedure (which was managed via aspirin therapy postoperatively).